Manufacturer narrative:
Event date is estimated. D10: scs lead (x2) therapy date is unknown. The device UDI is unknown.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: patient weight was not available. A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.